Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova (B)(4) learned that the heater-cooler system 3t was positioned inside the operation theater approximately 2 meters away from the operation table. In addition it was reported that the heater-cooler was cleaned according to the instructions for use. The reported infection of the patient could be confirmed but the species of the bacteria could not be identified due to the antibiotic therapy. Water samples of the heater-cooler system 3t were taken and no contamination was found. As the mycobacteria type associated to the infection identified in the patient is not known, and no contamination has been identified in the 3t heater-cooler used during the open heart surgery, livanova (B)(4) has no elements to state that the 3t device is the source for the claimed patient infection. A review of the DHR did not identify any deviations or non-conformity relevant to the reported issue. If further information pertinent to this case will be received, they will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a patient which underwent an aortic valve replacement on (B)(6) 2016 got infected with some species of mycobacterium. It was reported that a heater-cooler system 3t was used during the procedure. The patient returned to the hospital on (B)(6) 2017 with endocarditis. The patient received antibiotics and underwent an additional surgery on (B)(6) 2017. After the surgery the patient received an additional antibiotic therapy.